Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for color variation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and color variation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported with the use of the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109ms there was an issue with discolored shield. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6)2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields:

Event description:
It was reported with the use of the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109ms there was an issue with discolored shield. There was no report of injury or further medical intervention.